Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was initially treated with vancomycin 1775 milligrams (route, frequency, and duration not reported) and ciproxin 500 milligrams (route, frequency, and duration not reported) for the peritonitis. On unreported date(s), the patient was treated with ¿maintenance doses¿ of vancomycin 875 milligrams depending on levels for two weeks (route and frequency not reported) and ciproxin 500 milligrams twice daily for two weeks (route not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. On an unreported date, the health care assistants were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the event was manifested by pus in the effluent. On the same day as the event onset, the patient started treatment with vancomycin (1775 mg given at level [not further specified] less than 15 every 3 days; route not reported) and cipro (500 mg loading dose given twice a day; route not reported) for peritonitis. It was reported that the patient was treated based on the symptoms since no white cell count was available. Fourteen days after the event onset, the vancomycin and cipro were discontinued. That same day, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.